Event description:
A malfunction was reported on the pump, with the issue noted as recurring after attempts to reset it. The customer confirmed that the malfunction did not cause their blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.